Event description:
It was reported the printer is slow and making loud noise. The programmer and radiofrequency (rf) head were returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printer was noisy, slow and skipped pages. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the keyboard connector was pulling apart. Concomitant products: product ID 2067l radiofrequency head. (B)(4).